Event description:
The rotator of the stopcock broke during power injection at 350 psi. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been rec'd for evaluation. Evaluation conclusions: a f/u report will be submitted when the device evaluation has been completed.